Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer was in the car travelling with his family. Customer could have sat on the pump but the pump is usually in the customer's pocket. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The act button on the insulin pump was unresponsive due to flattened button dome switches. Displacement test was not performed due to keypad anomaly. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.